Event description:
Boston scientific crm received information that this pacing system was explanted due to pocket erosion and infection. A temporary ventricular pacing lead was inserted and a new system is sceduled to be implanted in the next week on the patient's right side.

Manufacturer narrative:
Due to the nature of the issue, no analysis will be conducted if the product is returned. This report will be updated if additional information is received.